Event description:
It was reported that a patient had a primary tha on (B)(6) 2008. In 2013, the patient started to feel hip pain and crp was improving. Therefore, the surgeon performed a surgical debridement and a revision tha to replace pe insert and inner head on (B)(6) 2013. The surgeon noticed that there was yellow body fluid in the joint.

Manufacturer narrative:
The other device listed in this report was an alumina v40-femoral head 32mm, -4mm, nk, cat # 6565-0-032, lot # 27377101. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient had a primary tha on (B)(6) 2008. In 2013, the patient started to feel hip pain and crp was improving. Therefore, the surgeon performed a surgical debridement and a revision tha to replace pe insert and inner head on (B)(6) 2013. The surgeon noticed that there was yellow body fluid in the joint.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The returned insert has dents and scratches around the locking tab and it has 2 screw holes penetrating the dome, most likely due to explantation. The insert is yellow in colour, this is most likely due to bodily fluids while the insert was implanted. Insufficient information was received for review with a clinical consultant. All devices in the reported lot and sterile lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, further information is needed.